Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The biomedical engineer at the facility will be evaluating and repairing the ventilator is needed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a high alert error message and stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.